Event description:
Follow-up revealed the issue was resolved.

Manufacturer narrative:
This ipg serial number is included in a field advisory. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site due to its location. As a result, the ipg pocket was relocated and the ipg was explanted and replaced with a different model on (B)(6) 2017.